Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt261414j/16219742) to treat an abdominal aortic aneurysm. During the procedure, blood leakage was reportedly noted from the delivery catheter handle after the trunk component had been deployed. According to the report, blood loss was minimal and did not require additional blood products. The physician reportedly hurried to deploy the device (main body and ipsilateral leg) as a result of the blood loss, and the delivery catheter was immediately from the patient. A contralateral leg component was then implanted. The procedure was completed without any further reported complications.

Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis delivery catheter was received by gore from the facility and an engineering evaluation was performed. During investigation, spine covers were removed from the catheter handle and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. Engineering pressurized the manifold area by injecting dyed water through the septum and was able to recreate the leaking handle. The manifold has a sealing gasket around the inside, and is further sealed with the addition of glue. The glue ports all appeared to be filled and no anomalies were apparent with the gasket. The findings from the evaluation were consistent with the reported procedural observations. The likely cause for the catheter handle leakage was an incomplete seal; however, it was not possible to determine if a manufacturing issue (the gasket or incomplete glue) was the cause for the incomplete seal.